Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. A replacement glidescope spectrum lopro s2 blade was provided to the customer. The spectrum lopro s2 blade and a glidescope go monitor were returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum lopro s2 blade and confirmed the video image failure; the blade produced green static. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality to blade failure. Since the glidescope spectrum lopro s2 blade is not repairable and a replacement was already provided to the customer, the spectrum lopro s2 blade used in the procedure was scrapped. The technical service representative evaluated the returned glidescope go monitor and noted the hdmi connector was visibly corroded. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality to the connector failure. The hdmi connector cap was replaced and the glidescope go monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the screen went green. A delay in the procedure of an unspecified duration occurred as another laryngoscope was obtained. No harm to the patient or user was reported.